Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: one day since indwelling, the product disengaged. The balloon deflated. An attempt was made to insert water again, and a gradual leak from the balloon area was confirmed.

Manufacturer narrative:
A sample was received for evaluation, and it was physically inspected. The balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. A pinhole was found at the balloon edge area. This pinhole was caused by the bubbles trapped in the latex and when dipping this bubble attached to the catheter, thus, causing the bubble area was not covered with latex throughout the dipping process. A 100% inspection of the balloon was performed for all catheters; however, the inspection used an air inflation method instead of a water inflation method. The pressure exerted by air was different than water. Thus, the reported condition could not be detected during 100% inspection. A non-conformance (nc) was issued to address bubbles trapped in the latex. This nc was closed on 7 sep 2023. The affected batch was manufactured before the implementation of this nc. Thus, the action taken was considered effective.

Manufacturer narrative:
The device history record for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. Five photos were submitted for evaluation. Based on the observation of the photos, it confirms that a balloon formed in the tube which caused it to break. A gemba walk was performed at the manufacturing site where the process was reviewed. All process and controls were properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed on the product. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified defects. At this time the device has not been returned thus, an exact root cause could not be determined and minimizing the ability to further investigate and confirm that the issue was related to the device. The product design safety, performance, and effectiveness remain the same or better. No new hazards, hazardous situations, harms, or failure modes are introduced due to this event, and the risk profile remains unchanged that would drive updates to the current risk management files. Based on the above assessment, no further actions are being pursued as a result of the complaint.